Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI) is not provided because the lot number is unknown. Initial reporter phone number:(B)(6).

Event description:
Related manufacturer report number: 1627487-2024-07692. It was reported that the patient was experiencing loss of therapy due to high impedance on their lead. X-ray revealed that the patient's other lead had migrated. As a result, the patient may undergo surgical intervention to address the issue.